Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4); (B)(4), explanted: unknown; catheter model # 8591, lot # d01048, implanted: (B)(6) 2011, explanted: unknown; 8835 personal therapy manager, serial # (B)(4).

Event description:
The patient had a compression fracture of l1 with focal kyphosis at l1-2. The pain pump was present at the left upper abdomen. The spine surgeon requested to wean off the intrathecal medications to explant the pump in order do the surgery. The pump and catheter were explanted (B)(6) 2012. The severity was noted as moderate and resulted in in-patient or prolonged hospitalization. The patient recovered without sequela (B)(6) 2012. The pump delivered morphine.